Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and transvaginal hysterectomy / bilateral salpingo-oophorectomy.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, uterine prolapse, cystocele,rectocele and enterocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion and dyspareunia. It was also reported that patient underwent mesh excision on (B)(6) 2012 due to vaginal erosion and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/16/2017. It was reported that the patient concurrently underwent a and p colporrhaphy and mccall culdoplasty.

Event description:
It was reported that the patient concurrently underwent a and p colporrhaphy and mccall culdoplasty.

Manufacturer narrative:
Date sent to FDA: 08/01/2017 additional patient codes: (B)(4) - bleeding, (B)(4)- urinary incontinence additional narrative: it was reported that following insertion the patient experienced bleeding and urinary incontinence.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced urinary tract infection.